Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted. Following the procedure, the patient experienced seven years of complications. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.